Event description:
I received a fraxel restore laser treatment and have since had adverse effects. Effects include severe hyperpigmentation and rough skin following treatment. The nurse practitioner had me sign a form, but never talked to me about risks and said no one has ever had issues at her office. Dose or amount: 1 session.